Manufacturer narrative:
No unexpected no delivery alarm noted during testing. The device was received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible over or under delivery anomaly noted. The device was programmed with test minilink and the glucose sensor simulator. The device communicated properly with glucose sensor simulator. The sensor feature working properly. No bad sensor or lost sensor alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 425 mg/dl at the time of incident. Customer treated herself with manual injection. Customer also stated that she has not received any alarms from the pump. Troubleshooting was performed. The product will not be returned for analysis.